Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6 and h11. Review of the most recent repair record identified the following related repair: tech confirmed the unit's comb was damaged and they replaced it. The unit was tested, calibrated, and returned to the customer. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that outside of surgery, the device's carrier got stuck in the mesher and the guide to blade seems bent. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is in progress and there is no additional information available.